Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in good physical condition. The investigator filled the tank with water, plugged in the line cord, attached a temperature check fixture, and turned on the power switch. The customer reported product problem (leakage) was not confirmed during testing. No fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. No repairs were required. Preventative maintenance was performed on the unit.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in good physical condition. The investigator filled the tank with water, plugged in the line cord, attached a temperature check fixture, and turned on the power switch. The customer reported product problem (leakage) was not confirmed during testing. No fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. No repairs were required. Preventative maintenance was performed on the unit.

Event description:
Information was received that device is leaking. Incident occurred preventive maintenance; no patient involvement.